Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01703. It was reported during an implant procedure, the physician was unable to access the epidural space due to scar tissue. The physician attempted to implant a tripole lead and then an octrode lead. The procedure was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.